Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3008829311-2018-00102. It was reported that the patient¿s l5 leads had migrated. Imaging was taken and confirmed that the leads had migrated. Reportedly, reprogramming was planned for the patient, however, it's unknown if it helped to relieve the pain. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 1 of 4; reference MFR report #: 3008829311-2018-00102. Reference MFR report #: 1627487-2018-03586. Reference MFR report #: 1627487-2018-03590. Follow up revealed that the patient underwent surgery wherein both the l5 and s1 bilateral leads were replaced. Reportedly, effective therapy was restored post operatively